Event description:
Related to MFR report # 2183959-2011-00697. It was reported that an ams monarc sling was implanted. Reportedly, the pt has "suffered serious bodily injury, mental and physical pain and suffering." Additional information indicated that the product caused the pt to suffer infection or inflammation, tissue abrasion and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.